Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby an alleged ¿gore-tex¿ device was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure was performed whereby explant of the alleged gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, nausea, constipation, seroma, hernia recurrence, mesh infection, and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records detailing the origin of the patient¿s incisional hernia were not provided. Additionally, records prior to 2008, including records from the 2005 hernia repair mentioned in the (B)(6) 2008 and records of prior c-sections, speculated gastrectomy and cholecystectomy mentioned in the (B)(6) 2008 records, were not provided. Operative records dated (B)(6) 2008 indicate the patient underwent laparoscopic repair of a recurrent incarcerated incisional hernia. The records state: ¿the scope was inserted without the inner cannula, and the abdomen was explored. The patient was noted to have loops of small bowel adherent to the anterior abdominal wall at the edge of the hernia on the left side and not immediately apparent, but later, I was appreciated that the patient had transverse colon incarcerated in the hernia itself.¿ the (B)(6) 2008 records continue: ¿the patient had numerous adhesions which were lysed sharply and also lysed using the harmonic scalpel. This involved taking down the small bowel which was adherent to the anterior abdominal wall at the border of the hernia and also involved taking down the colonic omental attachments which were adherent to the anterior abdominal wall and the hernia sac. This was done with great care and under direct vision, and hemostasis was maintained with the harmonic scalpel.¿ the (B)(6) 2008 records state: ¿once the hernia was completely reduced and the margins were isolated, the routine measurements were taken, and the selected piece of dualmesh for repair of the heniia was a 15 x 19 sized oval-shaped mesh. The stay sutures and gore-tex were applied to the mesh in the four quadrants as usual. The mesh was rolled, and a grasper was passed from the left side through the 11.5 mm port in the right upper quadrant, and the mesh with the attached sutures was brought into the abdominal cavity. The 11.5 mm port was reestablished. The mesh was unrolled, and a suture passer was used to grasp the sutures, and this proceeded from the right lateral side then to the left lateral side. Then, the superior and inferior sutures were retrieved. All these were attached to the anterior abdominal wall securely. The mesh was¿. The records only included the first page of the (B)(6) 2008 operative report; the remainder of the operative report was not provided. Records confirm a gore dualmesh® plus biomaterial (1dlmcp04/04947059) was implanted. Hospital admission records dated (B)(6) 2008 state the patient ¿¿had a laparoscopic repair of an incarcerated recurrent incisional hernia on (B)(6) 2008... The patient started complaining of severe pain in the recovery room, but her vital signs remained stable. The patient was discharged home and continue to call about abdominal pain. She was seen in the emergency room today because of persistent abdominal pain.¿ ¿the patient underwent a CT scan which revealed no evidence of a perforation and revealed only normal expected postoperative changes.¿ discharge summary dated (B)(6) 2008 indicate the patient was made to ambulate, was able to tolerate a liquid diet, and was subsequently discharged from the hospital. Hospital admission records dated (B)(6) 2008 state the patient was seen for abdominal pain ¿¿status post hernia repair in 2005 by dr. (B)(6). The patient had recurrence of ventral hernia with repeat repair (B)(6) 2008, by dr. (B)(6). The patient's gastroenterologist is dr. (B)(6). The patient was readmitted after 24 hours by dr. (B)(6) with decreased appetite and increased pain and had 2 retained staples with subsequent infection. She was started on IV antibiotics with IV hydration and was discharged home on (B)(6) 2008. The patient with persistent abdominal pain and constipation. She saw dr. (B)(6) on (B)(6) 2008, and she was told she had a mesh infection, but no antibiotics were given.¿ ¿¿CT abdomen showed a 15 x 6 cm abdominal wall fluid collection, and the patient was started on IV zosyn.¿ ¿she has requested another surgeon for evaluation.¿ there are no records providing additional details on the patient¿s report of a mesh infection. Discharge records dated (B)(6) 2008 indicate the patient was admitted for diagnoses of seroma, tobacco abuse, and abdominal pain. ¿the patient was admitted in the hospital and started on IV zosyn and vancomycin. Dr. (B)(6) was consulted and said that he could not do anything for the patient. Patient refused to see dr. (B)(6). He originally did the surgery. As a result dr. (B)(6) who was on call for dr. (B)(6) was consulted. Vancomycin was discontinued. Fluid was aspirated at bedside. Culture did not grow although fluid appeared bilious. She was continued on zosyn. She had CT guided drainage performed with approximately 200 cc of green fluid. Cultures remained negative and pain improved. The patient was started on fentanyl patch prior to discharge home. She was discharged in stable condition on(B)(6) 2008, with conservative treatment.¿ medical records dated (B)(6) 2008 states: ¿social history five cigarettes a day for the last 3 years¿. Hospital admission records dated (B)(6) 2008 indicate the patient ¿¿underwent a laparoscopic hernia repair in (B)(6) of this year at another facility. She has had constant, chronic problems since that time. Her surgery was originally done as an outpatient. She was discharged only to return to the baton rouge general where she was admitted for several days with a postoperative ileus. She went home again and continued to have problems for the next couple of weeks and ended up in a hospital¿where a CT scan showed fluid around her patch.¿ ¿the fluid was aspirated under radiographic guidance. The fluid was greenish. Cultures were negative. Approximately 280 ml was aspirated.¿ records of the CT report showing a fluid collection around the device were not provided. The (B)(6) 2008 admission records continue: ¿since that time, she has continued to have problems and was seen by me early last week and other than pain, was not having any worsening problems and on friday, was seen again by dr. (B)(6) who ordered a CT scan which showed a fluid collection again around the patch. At that time, she was running low-grade fever. She was given antibiotics and pain medication but came to the hospital over the weekend and was admitted.¿ ¿the patient says surgically, the first operation was in 2005 when she had a hernia. Before that, she had only c-sections. A CT scan in (B)(6) of last year shows postsurgical changes around the stomach and right upper quadrant suggesting previous partial gastrectomy. She has also had her gallbladder removed. She says she had a hernia repair in 2005, but I can't find record of that...¿ ¿she has circle of staples consistent with her laparoscopic hernia repair. I reviewed her CT scan from last week and it showed a fluid collection anterior and posterior to the patch.¿ records for the aforementioned hernia repair in 2005 and c-sections were not provided. Additionally, records for the additional CT scans performed were not provided. The (B)(6) 2008 records state: ¿impression: wound seroma, persistent. Question of infection. Also, in view of the green tinge to what I aspirated a couple of weeks ago, there is still some ongoing concern of a small bowel perforation.¿ ¿plan: operate on her tomorrow and remove the mesh. Clean out this fluid collection and close the abdomen possibly with biomaterial. The patient does understand that she will most likely have a residual hernia following this procedure.¿ operative records dated (B)(6) 2008 indicate the patient underwent ¿1. Exploratory laparotomy with removal of intraabdominal foreign body (gore-tex hernia patch). 2. Repair of incisional hernia.¿ postoperative diagnosis states ¿wound seroma, infected.¿ product identification records and implant procedure records for the alleged ¿gore-tex hernia patch¿ were not provided. Findings from the (B)(6) 2008 procedure state: ¿the patient had serous fluid anterior and posterior to the patch. There was chronic inflammatory debris and coagulum in these cavities. Cultures were obtained. We could identify no bowel injury. She did have another hernia above the patch which we closed in our repair.¿ the (B)(6) 2008 operative notes state: ¿¿we made a midline incision excising her old scar, carried down to the subcutaneous plane and dissected down until I opened the seroma cavity. Serous fluid drained out. We obtained cultures. We opened the wound the length of the cavity, cleaned out the coagulum and debris within it and then using scissors and hemostats, we removed the entire patch. There were gore-tex sutures at each of the 4 corners which were through-and-through and there were spiral tacks circumferentially around the edges of the patch. To remove these, we used straight hemostats and sometimes they pulled out just with traction. Once the patch was completely removed from the field, the wound was then cleaned. The coagulum and debris in the posterior seroma was also cleaned. We could identify no bowel injury. We irrigated with saline. We then placed the 10-french flat drain through a separate stab incision and laid it across this seroma space and then closed the wound by including the hernia above this wound with running #2 prolene suture from either end and tied in the middle. We placed staples on the skin and a suture to hold the drain.¿ there was no mention of infection involving the alleged ¿gore-tex hernia patch¿ device. A culture report for the specimens collected during the procedure were not provided. Discharge records dated (B)(6) 2008 state the patient ¿¿had undergone a laparoscopic hernia repair in (B)(6) and had constant problems since then. She had developed a postoperative wound seroma which caused her a great deal of pain and fever. Aspiration and cultures were no growth. Aspiration was in (B)(6). Following aspiration, she had re-accumulation of the fluid and persistent unbearable pain and tenderness associated with the patch so she was re-admitted here. She was treated with IV antibiotics. She was ultimately taken to the operating room and the patch was removed. Her hernia was repaired primarily using prolene suture. Postop has been marked by persistent pain and obstipation which has gradually resolved with time and laxatives. She is being discharged home on her 5th postoperative day in an improved condition with good prognosis. Cultures of the fluid collections have all been no growth and the drain was removed yesterday.¿ a culture report for the specimens collected were not provided. Additionally, a pathology report showing analysis of the explanted device was not provided. Final diagnoses as indicated on the (B)(6) 2008 discharge records state: ¿1. Inflammation of hernia patch. 2. Incisional hernia. 3. Postoperative ileus. 4. Postoperative complication of prosthetic material .¿ a pathology report detailing the ¿postoperative complication of prosthetic material¿ was not provided. Operative records dated(B)(6) 2009 indicate the patient underwent repair of a recurrent incisional hernia. Findings from the procedure state: ¿the patient had multiple defects in the upper abdomen above the umbilicus on either side of the midline. It was closed with an 11 cm x 14 cm ventrio composite patch using interrupted prolene sutures and absorbable tacks.¿ the (B)(6) 2009 operative report states: ¿a CT scan earlier recently had shown dilated loop of bowel suggesting a partial obstruction. As I fully excised the hernia sac and ultimately opened through one of the upper defects, I was able to completely free up what turned out to be transverse colon, and there was a loop of small bowel adherent to the area of the umbilicus, which I also freed. I believe this was the dilated loop seen on CT scan. As I ran the rest of the small bowel, I identified no obstruction.¿ records of the CT scan showing the dilated loop were not provided. The (B)(6) 2009 operative records continue: ¿once the bowel was freed, I measured the defect and it was about 8 x 7 x 11 and elected to use the 11 x 14 patch to close the defect. We opened the patch and moistened it. We fixed it with #1 prolene sutures in 4 quadrants and transfused it through and through the fascia inside the peritoneal cavity. I put additional sutures in-between each of these for a total of 8 sutures, full thickness through the fascia. Once they were all placed, I tied them securely into position and then used an absorbable tacking device to tack the mesh patch in-between each of the sutures to the fascia. Once this was done, I closed the fascia over the patch using #1 vicryl suture running...¿ discharge summary records dated (B)(6) 2009 state the patient was ¿¿known to me from prior hernia repair and complications of, who I admitted for repair of the above-mentioned hernia. She is also having some problems with chronic constipation and there was some question of a partial bowel obstruction on a recent CT scan. On the day of admission, the hernia was repaired. There were loops of small bowel adhesed to the hernia and these were taken down sharply. The patch mentioned above was used to repair the hernia with both, permanent suture and absorbable tacks. Postop course was prolonged because of postoperative pain. This has resolved over 5 days postop¿¿ records for the CT scan showing the partial bowel obstruction were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Age or date of birth: added date of birth. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dating (B)(6)2008 detailing the implant of an alleged ¿gore-tex¿ device were not provided. Records detailing the origin of the patient¿s incisional hernia were not provided. Additionally, records prior to 2008, including records from the 2005 hernia repair mentioned in the (B)(6)2008 and records of prior c-sections, speculated gastrectomy and cholecystectomy mentioned in the (B)(6)2008 records, were not provided. Hospital admission records dated (B)(6)2008 state the patient ¿¿had a laparoscopic repair of an incarcerated recurrent incisional hernia on (B)(6)2008 ... The patient started complaining of severe pain in the recovery room, but her vital signs remained stable. The patient was discharged home and continue to call about abdominal pain. She was seen in the emergency room today because of persistent abdominal pain.¿ ¿the patient underwent a CT scan which revealed no evidence of a perforation and revealed only normal expected postoperative changes.¿ discharge summary dated (B)(6)2008 indicate the patient was made to ambulate, was able to tolerate a liquid diet, and was subsequently discharged from the hospital. Hospital admission records dated (B)(6)2008 state the patient was seen for abdominal pain ¿¿status post hernia repair in 2005 by dr. Ross. The patient had recurrence of ventral hernia with repeat repair january 11, 2008, by dr. Mencer. The patient's gastroenterologist is dr. Howell. The patient was readmitted after 24 hours by dr. Mencer with decreased appetite and increased pain and had 2 retained staples with subsequent infection. She was started on IV antibiotics with IV hydration and was discharged home on january 15, 2008. The patient with persistent abdominal pain and constipation. She saw dr. Howell on january 30, 2008, and she was told she had a mesh infection, but no antibiotics were given.¿ ¿¿CT abdomen showed a 15 x 6 cm abdominal wall fluid collection, and the patient was started on IV zosyn.¿ ¿she has requested another surgeon for evaluation.¿ there are no records providing additional details on the patient¿s report of a mesh infection. Discharge records dated (B)(6)2008 indicate the patient was admitted for diagnoses of seroma, tobacco abuse, and abdominal pain. ¿the patient was admitted in the hospital and started on IV zosyn and vancomycin. Dr. Howell was consulted and said that he could not do anything for the patient. Patient refused to see dr. Mencer. He originally did the surgery. As a result dr. Puyau who was on call for dr. Ross was consulted. Vancomycin was discontinued. Fluid was aspirated at bedside. Culture did not grow although fluid appeared bilious. She was continued on zosyn. She had CT guided drainage performed with approximately 200 cc of green fluid. Cultures remained negative and pain improved. The patient was started on fentanyl patch prior to discharge home. She was discharged in stable condition on (B)(6)2008 , with conservative treatment.¿ medical records dated(B)(6)2008 states: ¿social history five cigarettes a day for the last 3 years¿ hospital admission records dated (B)(6)2008 indicate the patient ¿¿underwent a laparoscopic hernia repair in january of this year at another facility. She has had constant, chronic problems since that time. Her surgery was originally done as an outpatient. She was discharged only to return to the baton rouge general where she was admitted for several days with a postoperative ileus. She went home again and continued to have problems for the next couple of weeks and ended up in a hospital¿where a CT scan showed fluid around her patch.¿ ¿the fluid was aspirated under radiographic guidance. The fluid was greenish. Cultures were negative. Approximately 280 ml was aspirated.¿ the (B)(6)2008 admission records continue: ¿since that time, she has continued to have problems and was seen by me early last week and other than pain, was not having any worsening problems and on friday, was seen again by dr. Shamlin who ordered a CT scan which showed a fluid collection again around the patch. At that time, she was running low-grade fever. She was given antibiotics and pain medication but came to the hospital over the weekend and was admitted.¿ ¿the patient says surgically, the first operation was in 2005 when she had a hernia. Before that, she had only c-sections. A CT scan in december of last year shows postsurgical changes around the stomach and right upper quadrant suggesting previous partial gastrectomy. She has also had her gallbladder removed. She says she had a hernia repair in 2005, but I can't find record of that...¿ ¿she has circle of staples consistent with her laparoscopic hernia repair. I reviewed her CT scan from last week and it showed a fluid collection anterior and posterior to the patch.¿ records for the aforementioned hernia repair in 2005 and c-sections were not provided. The (B)(6)2008 records state: ¿impression: wound seroma, persistent. Question of infection. Also, in view of the green tinge to what I aspirated a couple of weeks ago, there is still some ongoing concern of a small bowel perforation.¿ ¿plan: operate on her tomorrow and remove the mesh. Clean out this fluid collection and close the abdomen possibly with biomaterial. The patient does understand that she will most likely have a residual hernia following this procedure.¿ (B)(6)2008 operative records dated (B)(6)2008 indicate the patient underwent ¿1. Exploratory laparotomy with removal of intraabdominal foreign body (gore-tex hernia patch). 2. Repair of incisional hernia.¿ postoperative diagnosis states ¿wound seroma, infected.¿ product identification records and implant procedure records for the alleged ¿gore-tex hernia patch¿ were not provided. Findings from the (B)(6)2008 procedure state: ¿the patient had serous fluid anterior and posterior to the patch. There was chronic inflammatory debris and coagulum in these cavities. Cultures were obtained. We could identify no bowel injury. She did have another hernia above the patch which we closed in our repair.¿ the (B)(6)2008 operative notes state: ¿¿we made a midline incision excising her old scar, carried down to the subcutaneous plane and dissected down until I opened the seroma cavity. Serous fluid drained out. We obtained cultures. We opened the wound the length of the cavity, cleaned out the coagulum and debris within it and then using scissors and hemostats, we removed the entire patch. There were gore-tex sutures at each of the 4 corners which were through-and-through and there were spiral tacks circumferentially around the edges of the patch. To remove these, we used straight hemostats and sometimes they pulled out just with traction. Once the patch was completely removed from the field, the wound was then cleaned. The coagulum and debris in the posterior seroma was also cleaned. We could identify no bowel injury. We irrigated with saline. We then placed the 10-french flat drain through a separate stab incision and laid it across this seroma space and then closed the wound by including the hernia above this wound with running #2 prolene suture from either end and tied in the middle. We placed staples on the skin and a suture to hold the drain.¿ there was no mention of infection involving the alleged ¿gore-tex hernia patch¿ device. Discharge records dated (B)(6)2008 state the patient ¿¿had undergone a laparoscopic hernia repair in january and had constant problems since then. She had developed a postoperative wound seroma which caused her a great deal of pain and fever. Aspiration and cultures were no growth. Aspiration was in february. Following aspiration, she had re-accumulation of the fluid and persistent unbearable pain and tenderness associated with the patch so she was re-admitted here. She was treated with IV antibiotics. She was ultimately taken to the operating room and the patch was removed. Her hernia was repaired primarily using prolene suture. Postop has been marked by persistent pain and obstipation which has gradually resolved with time and laxatives. She is being discharged home on her 5th postoperative day in an improved condition with good prognosis. Cultures of the fluid collections have all been no growth and the drain was removed yesterday.¿ final diagnoses as indicated on the (B)(6)2008 discharge records state: ¿1. Inflammation of hernia patch. 2. Incisional hernia. 3. Postoperative ileus. 4. Postoperative complication of prosthetic material.¿ operative records dated (B)(6)2009 indicate the patient underwent repair of a recurrent incisional hernia. Findings from the procedure state: ¿the patient had multiple defects in the upper abdomen above the umbilicus on either side of the midline. It was closed with an 11 cm x 14 cm ventrio composite patch using interrupted prolene sutures and absorbable tacks.¿ the (B)(6)2009 operative report states: ¿a CT scan earlier recently had shown dilated loop of bowel suggesting a partial obstruction. As I fully excised the hernia sac and ultimately opened through one of the upper defects, I was able to completely free up what turned out to be transverse colon, and there was a loop of small bowel adherent to the area of the umbilicus, which I also freed. I believe this was the dilated loop seen on CT scan. As I ran the rest of the small bowel, I identified no obstruction.¿ the (B)(6)2009 operative records continue: ¿once the bowel was freed, I measured the defect and it was about 8 x 7 x 11 and elected to use the 11 x 14 patch to close the defect. We opened the patch and moistened it. We fixed it with #1 prolene sutures in 4 quadrants and transfused it through and through the fascia inside the peritoneal cavity. I put additional sutures in-between each of these for a total of 8 sutures, full thickness through the fascia. Once they were all placed, I tied them securely into position and then used an absorbable tacking device to tack the mesh patch in-between each of the sutures to the fascia. Once this was done, I closed the fascia over the patch using #1 vicryl suture running...¿ discharge summary records dated (B)(6)2009 state the patient was ¿¿known to me from prior hernia repair and complications of, who I admitted for repair of the above-mentioned hernia. She is also having some problems with chronic constipation and there was some question of a partial bowel obstruction on a recent CT scan. On the day of admission, the hernia was repaired. There were loops of small bowel adhesed to the hernia and these were taken down sharply. The patch mentioned above was used to repair the hernia with both, permanent suture and absorbable tacks. Postop course was prolonged because of postoperative pain. This has resolved over 5 days postop¿¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
Previous patient codes (1994, 1970, 3274, 2240, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span january 11, 2008 through may 11, 2009 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoker, ­2/11/08: ¿5 cigarettes/day x 3 years¿. Prior surgical procedures: 2005: hernia repair. Cesarean section [unknown date]. Gastrectomy [unknown date]. Cholecystectomy [unknown date]. Implant preoperative complaints: [none provided]. Implant procedure: laparoscopic repair of a recurrent incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial (04947059/1dlcmp04) 15cm x 19cm, oval. Implant date: (B)(6)2008 [hospitalization dates unknown]. Description of hernia being treated: ¿the patient was noted to have loops of small bowel adherent to the anterior abdominal wall at the edge of the hernia on the left side and not immediately apparent, but later, I was appreciated that the patient had transverse colon incarcerated in the hernia itself. The patient had numerous adhesions which were lysed sharply and also lysed using the harmonic scalpel. This involved taking down the small bowel which was adherent to the anterior abdominal wall at the border of the hernia and also involved taking down the colonic omental attachments which were adherent to the anterior abdominal wall and the hernia sac. This was done with great care and under direct vision, and hemostasis was maintained with the harmonic scalpel. Once the hernia was completely reduced and the margins were isolated, the routine measurements were taken, and the selected piece of dualmesh for repair of the hernia was a 15 x 19 sized oval-shaped mesh.¿ implant size and fixation: ¿the stay sutures and [sic] gore-tex were applied to the mesh in the four quadrants as usual. The mesh was rolled, and a grasper was passed from the left side through the 11.5 mm port in the right upper quadrant, and the mesh with the attached sutures was brought into the abdominal cavity. The 11.5 mm port was reestablished. The mesh was unrolled, and a suture passer was used to grasp the sutures, and this proceeded from the right lateral side then to the left lateral side. Then, the superior and inferior sutures were retrieved. All these were attached to the anterior abdominal wall securely. The mesh was¿¿ the provided operative records is incomplete and stops here. No post-operative records were provided. Relevant medical information: 1/12/08: [the patient] ¿had a laparoscopic repair of an incarcerated recurrent incisional hernia on (B)(6)2008. The patient started complaining of severe pain in the recovery room, but her vital signs remained stable. The patient was discharged home and continue [sic] to call about abdominal pain. She was seen in the emergency room today because of persistent abdominal pain.¿ ¿the patient underwent a CT scan which revealed no evidence of a perforation and revealed only normal expected postoperative changes.¿ 2/5/08: [the patient is] ¿status post hernia repair in 2005 by dr. (B)(6). The patient had recurrence of ventral hernia with repeat repair (B)(6)2008, by dr. (B)(6). The patient's gastroenterologist is dr. (B)(6). The patient was readmitted after 24 hours by dr. (B)(6)with decreased appetite and increased pain and had 2 retained staples with subsequent infection. She was started on IV antibiotics with IV hydration and was discharged home on (B)(6) 2008. The patient with persistent abdominal pain and constipation. She saw dr. (B)(6) on (B)(6)2008, and she was told she had a mesh infection, but no antibiotics were given.¿ ¿CT abdomen showed a 15 x 6 cm abdominal wall fluid collection, and the patient was started on IV zosyn.¿ ¿she has requested another surgeon for evaluation.¿ 2/11/08: discharge summary: ¿the patient was admitted in the hospital and started on IV zosyn and vancomycin. Dr. (B)(6) was consulted and said that he could not do anything for the patient. Patient refused to see dr. (B)(6). He originally did the surgery. As a result dr. (B)(6) who was on call for dr. (B)(6) was consulted. Vancomycin was discontinued. Fluid was aspirated at bedside. Culture did not grow although fluid appeared bilious. She was continued on zosyn. She had CT guided drainage performed with approximately 200 cc of green fluid. Cultures remained negative and pain improved. The patient was started on fentanyl patch prior to discharge home. She was discharged in stable condition on (B)(6)2008, with conservative treatment.¿ explant preoperative complaints: 3/2/08: [the patient] ¿underwent a laparoscopic hernia repair in (B)(6) of this year at another facility. She has had constant, chronic problems since that time. Her surgery was originally done as an outpatient. She was discharged only to return to the baton rouge general where she was admitted for several days with a postoperative ileus. She went home again and continued to have problems for the next couple of weeks and ended up in a hospital where a CT scan showed fluid around her patch.¿ ¿the fluid was aspirated under radiographic guidance. The fluid was greenish. Cultures were negative. Approximately 280ml was aspirated.¿ ¿since that time, she has continued to have problems and was seen by me early last week and other than pain, was not having any worsening problems and on friday, was seen again by dr. Shamlin who ordered a CT scan which showed a fluid collection again around the patch. At that time, she was running low-grade fever. She was given antibiotics and pain medication but came to the hospital over the weekend and was admitted.¿ ¿the patient says surgically, the first operation was in 2005 when she had a hernia. Before that, she had only c-sections. A CT scan in december of last year shows postsurgical changes around the stomach and right upper quadrant suggesting previous partial gastrectomy. She has also had her gallbladder removed. She says she had a hernia repair in 2005, but I can't find record of that.¿ ¿she has circle of staples consistent with her laparoscopic hernia repair. I reviewed her CT scan from last week and it showed a fluid collection anterior and posterior to the patch.¿ 3/2/08: ¿wound seroma, persistent. Question of infection. Also, in view of the green tinge to what I aspirated a couple of weeks ago, there is still some ongoing concern of a small bowel perforation.¿ ¿plan: operate on her tomorrow and remove the mesh. Clean out this fluid collection and close the abdomen possibly with biomaterial. The patient does understand that she will most likely have a residual hernia following this procedure.¿ explant procedure: exploratory laparotomy with removal of intraabdominal foreign body (¿gore-tex¿ hernia patch), repair of incisional hernia explant date: (B)(6)2008 [hospitalization dates unknown] ¿we made a midline incision excising her old scar, carried down to the subcutaneous plane and dissected down until I opened the seroma cavity. Serous fluid drained out. We obtained cultures. We opened the wound the length of the cavity, cleaned out the coagulum and debris within it and then using scissors and hemostats, we removed the entire patch. There were gore-tex sutures at each of the 4 corners which were through-and-through and there were spiral tacks circumferentially around the edges of the patch. To remove these, we used straight hemostats and sometimes they pulled out just with traction. Once the patch was completely removed from the field, the wound was then cleaned. The coagulum and debris in the posterior seroma was also cleaned. We could identify no bowel injury. We irrigated with saline. We then placed the 10-french flat drain through a separate stab incision and laid it across this seroma space and then closed the wound by including the hernia above this wound with running #2 prolene suture from either end and tied in the middle. We placed staples on the skin and a suture to hold the drain.¿ culture reports for the fluid collected during the 3/4/08 procedure were not provided. Relevant medical information: 3/10/08: discharge summary: [the patient] ¿had undergone a laparoscopic hernia repair in january and had constant problems since then. She had developed a postoperative wound seroma which caused her a great deal of pain and fever. Aspiration and cultures were no growth. Aspiration was in february. Following aspiration, she had re-accumulation of the fluid and persistent unbearable pain and tenderness associated with the patch so she was re-admitted here. She was treated with IV antibiotics. She was ultimately taken to the operating room and the patch was removed. Her hernia was repaired primarily using prolene suture. Postop has been marked by persistent pain and obstipation which has gradually resolved with time and laxatives. She is being discharged home on her 5th postoperative day in an improved condition with good prognosis. Cultures of the fluid collections have all been no growth and the drain was removed yesterday.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 04947059. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.